Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2011. According to the complainant, during treatment of a bleed just past the stomach bulb, the console's power output was noted to be low. Another endostat ii electrosurgical unit was introduced to complete the procedure. Following the procedure, the biomedical engineer at the account reported that the output power measured below specifications. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Visual evaluation of the returned device found some scratches on the cover and side of the unit and some paint missing from the rear of the chassis. Many non-msi decals were present on the chassis as well. The unit was equipped with the old style irrigation pump, which is no longer serviced, and the plastic cover of the pump was cracked. All knobs and switches functioned properly during mechanical evaluation, and the unit passed the endostat ii return evaluation procedure and met all specifications. The condition of the returned device was not consistent with the complaint that "the console output power is measuring below spec"; the complaint was not confirmed. The condition of the returned device showed neither evidence of the alleged issue nor any defect which could have contributed to the event. A search of the complaint database revealed that no other complaints exist for the specified serial number.

Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2011. According to the complainant, during treatment of a bleed just past the stomach bulb, the console's power output was noted to be low. Another endostat ii electrosurgical unit was introduced to complete the procedure. Following the procedure, the biomedical engineer at the account reported that the output power measured below specifications. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2011. According to the complainant, during treatment of a bleed just past the stomach bulb, the console's power output was noted to be low. Another endostat ii electrosurgical unit was introduced to complete the procedure. Following the procedure, the biomedical engineer at the account reported that the output power measured below specifications. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.